Event description:
It was reported to philips that the device was disabled and not turning on. There was no patient involvement.

Manufacturer narrative:
The customer evaluated the device. It was determined that this was not a malfunction, but a failure caused by user error not charging battery after a long period of no device use. The customer refused any on-site service. The reported problem was confirmed. The device failure to startup was attributed to user error. The battery requires routine charging which was not performed by the user. The device was charged and, according to customer, passed self-check. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not turning on. There was no patient involvement.